Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was implanted for over active bladder. It was noted that they could not stop peeing. The interstim therapy had helped with those issues. However, since being implanted they've now experienced that they've been unable to fully void. They felt like they had to urinate all the time because they could not fully void. They had tried every programming option and their healthcare provider (hcp) stated their last option was botox but patient did not want to use botox. They had tried to turn stim on and off to see if it improved. They had also met with manufacturer representative (rep) for reprogramming. It was noted that they did not have any issues with their hcp but they would like to pursue a second opinion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.